Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout error. The customer¿s blood glucose level was 190 at the time of the incident. The customer reported that the pump gave a watchdog timeout. They called yesterday, and they helped with it. It happened again in the middle of the night. It was beeping in the middle of the night. The customer saw the screen go black and then removed the battery for 10 min. Then the customer put battery in and an unexpected restart error occurred. The pump passed self-test. Alarm history showed 2 alarms each of external ram crc error, unexpected restart, watchdog timeout. The alarm did not occur during the rewind or prime sequence. The customer declined to troubleshoot for unexpected restart. The customer called again and reported that this was the third times she was calling for the alarms. The customer's blood glucose was 290mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked lcd window and cracked battery tube threads.